Manufacturer narrative:
The unit had no act button response due to a flattened button dome switch; however, there were no sticky buttons. The unit was unable to verify for the low battery and low reservoir alarm anomaly due to no button response. The j2 connector on the lcd board was inspected and no anomaly was found. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, a missing black o-ring and seal inside the reservoir tube, a cracked reservoir tube window, cracked reservoir tube window corners, and cracked battery tube threads.(B)(4)

Event description:
The customer called in to report a low reservoir alert and when trying to clear it, the keypad was unresponsive. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.